Event description:
During laparoscopic cholecystectomy procedure, several clips were fired. The end effector on the cam shaft fractured and as a result, the jaw would not close to complete the formation of the clips. It is unk if a component broke off. Another device was used to complete the case with no pt consequence.